Event description:
The initial reporter stated they received discrepant results for five patient samples tested with creatinine plus ver.2 on a cobas 8000 c702 module. The first sample initially resulted in a creatinine value of 23.8 mg/dl and it repeated as 0.87 mg/dl. The second sample initially resulted in a creatinine value of 25.36 mg/dl and it repeated as 0.77 mg/dl. The third sample initially resulted in a creatinine value of 22.94 mg/dl and it repeated as 0.21 mg/dl with a data flag. The sample was automatically repeated, resulting in a value of 0.21 mg/dl with a data flag. The fourth sample initially resulted in a creatinine value of 23.27 mg/dl and it repeated as 1.11 mg/dl . The field service engineer found a dirty sample probe and cleaned it. Checks, an air purge, and priming were performed. The customer then had additional issues with a fifth sample. The fifth sample initially resulted in a creatinine value of 5.86 mg/dl. The initial value was questioned by a physician and the sample was repeated, resulting in a value of 0.79 mg/dl.

Manufacturer narrative:
The serial number of the c702 analyzer is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The field service engineer observed that the sample probe was very dirty and cleaned it. An air purge, reagent priming, and a mechanism check were performed. Cell rinse station tubing was found to be damaged and it was repaired. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.